Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2011 due to a bone cyst under the tibial tray. The tibial components were removed and replaced. No further information has been provided to date.